Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 21, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2011. Additionally, the patient underwent two different procedures, the first on (B)(6) 2011 to trim the margins and clean the abutment site and second on (B)(6) 2011 to remove the crusting and cauterize the abutment site with silver nitrate. The implanted device remains.